Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent an unknown procedure. During the procedure while the surgeon was putting the variable angle locking screw in the thread of the screws came apart. The variable angle locking screw was taken out before any further damage. It is unknown if there was a surgical delay. The patient status and procedure outcomes are unknown. Concomitant devices: unknown insertion instruments (part# unknown, lot# unknown, quantity# 1), unknown plate (part# unknown, lot# unknown, quantity# 1). This report is for one 2.7mm va lckng screw slf-tpng with t8 stardrive recess 50mm. This is report 1 of 1 for (B)(4).